Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 280mg/dl. During the call, the customer stated that a month ago her blood glucose dropped in the 40s mg/dl, and the paramedics were called. The customer mentioned that she had reservoirs affected by the recall. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during prime and also alarmed motor error during the basic occlusion test as a result of a faulty force sensor. However, the motor passed the motor test. Further testing could not be performed due to the alarms.